Manufacturer narrative:
Age / date of birth & weight: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Lot number: information unknown/not provided. Unique identifier (UDI) number: the UDI number is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. Additional concomitant products: phaco machine, model & sn: unknown, zcb00, sn: unknown and/or dcb00 lenses, sn: unknown. (B)(6). Device manufacture date: unknown as product lot number was not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A historical review cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown an investigation could not be performed, and no malfunction is confirmed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lately toxic anterior segment syndrome (tass) was sporadically developed. Initially, it was indicated that tass cases have occurred once every two weeks since summer. However, it was later indicated that the condition of the patients and the frequency are unknown. The doctor was not suspicious of johnson & johnson's product only but is investigating the cause of tass extensively. At the time of reporting, the account stated that the intraocular lenses (iols) used, were zcb00 model only. It was confirmed that the patients were not hospitalized and that the only treatment used was cleaning the anterior chamber. It was mentioned that tass occurred even when using a lens (dcb00) besides the zcb00 lens model. Therefore, the doctor believes that there is no causal relationship between zcb00 and tass. No further information was provided. This emdr report is for the healon product, model th85ml. Separate reports are being submitted for the other healon product, model th60ml, dcb00 and zcb00 iols.